Event description:
Caregiver was shocked while attempting to plug in an ac550 in a dimly lit room. What had happened previously is that the warning tag on the plug was torn off, but the metal eyelet remained. The eyelet somehow contributed to the shock, getting into contact with the ground, etc. Facility rep states that they believe the device is functioning normally. Ac500 plug arced as caregiver plugged pump into approved hospital grade grounded electrical outlet. Caregiver received electrical shock, was evaluated at ed, an cleared with no injuries. Ref # 3005619970-2013-00009.